Manufacturer narrative:
The event occurred on (B)(6) 2023 or (B)(6) 2023. Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of a transfer set. This occurred after treatment of peritoneal dialysis (pd) therapy while disconnecting from an amia cassette. The nurse advised the patient to clamp off and cut the patient line on the cassette and instructed the patient to go into the clinic. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.